Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, once in 4days) and amikacin injection (125mg, intraperitoneal, once a day) for peritonitis. One day after the event onset, the patient was recovered. Ten days after the event onset, the patient was discharged from the hospital and antibiotic treatment was discontinued. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.